Event description:
In late 2006, this patient underwent endovascular repair using gore excluder aaa endoprostheses. In early 2007, this patient expired. According to the physician's office, death was due to "mycardial infarction and device problems." Investigation is ongoing.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. Please note: other devices used in the procedure: pxc141200, pxa280300, pxa280300, pxc141400, pxa280300, pxc141000, pxa280300.